Event description:
It was reported in a service report that the fowler release handle broke, causing the fowler to remain in an upright position. No adverse consequence alleged.

Manufacturer narrative:
Fowler release handle.